Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. The reservoir was able to lock in the place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer alleged insulin pump has cosmetic damage (damaged retainer ring). Device p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, cracked case on corner of belt clip rails, missing display window/cover, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (damaged retainer ring) was not confirmed during visual inspection, however, other cosmetic damage was noted.